Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-8018-032-01, versys femoral head -3.5,lot # 62222782. Item # 00-6202-054-22,tm modular acetabular shell, lot # 62191167. Item # 00-6310-050-32, trilogy acetabular liner, lot # 62202338. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00446, head.

Event description:
It was reported that the patient was revised due to failed left hip with pain. MRI evidence of capsular thickening and fluid collections, synovitis, pseudotumor consistent with alval. Corrosion noted at the base of the trunnion and inside the femoral head. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a left total hip arthroplasty due to disabling left hip arthritis. The patient underwent a revision procedure on due to pseudotumor, elevated metal ions, corrosion, pain, and synovitis. Pre-operative test results showed that patient had elevated metal ions : cobalt - 2.8, chromium - 0.8. MRI revaluated a low signal synovitis distending the joint capsule surrounding the neck of femoral prosthesis, and a pseudotumor. During the procedure, corrosion was noted at the base of trunnion and inside the femoral head's taper. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.